Event description:
This study aimed to define the incident of vascular complications after balloon valvuloplasty (bav) procedures and to compare the performance of two closure devices. Two vessel closure devices were discussed, angioseal and proglide. The study concluded that vascular complications after balloon valvuloplasty (bav) were fairly low in experienced centers without major differences between the two closure devices. Although some complications were noted with both groups, the complications reported for the proglide group included: bleeding, in-hospital death; tia/stroke; acute myocardial infarction, hematomas, pseudoaneurysm, thrombosis, fistula, nerve injury; and sepsis. Related malfunctions included the inability to achieve hemostasis and interventions included blood transfusions, hospitalization and additional closure devices. Single device placement was used with large sheath sizes of 9f and 10f and femoral angiography was not part of routine practice prior to proglide choice and placement. Specific patient information is documented as unknown. Details are listed in the attached article, titled ¿vascular complications after balloon aortic valvuloplasty in recent years: incidence and comparison of two hemostatic devices¿. As an individual patient was discussed in this article/presentation, the following complaint was generated and is related to this publication: (B)(4).

Manufacturer narrative:
B3: estimated date. H6- device code 2017 clarifier: failure to follow steps/instructions. H6- device code 1494 clarifier: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: article titled, "vascular complications after balloon aortic valvuloplasty in recent years: incidence and comparison of two hemostatic devices¿.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage, stroke, myocardial infarction, hematoma, pseudoaneurysm, thrombosis, fistula, nerve damage, sepsis are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Additionally single device placement was used with a sheath greater than 8f. The IFU states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 24f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, stroke, myocardial infarction, hematoma, pseudoaneurysm, thrombosis, fistula, nerve damage, sepsis and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1- email address added.